Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no. H1: returned to manufacturer on: no. H6: investigation summary: bd received 5 photos for the investigation. The photos were reviewed, and the indicated failure mode of fibrin was observed. In addition, retention samples of the same lot were reviewed for any defects with none being found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed, and this complaint was the 1st complaint received for the indicated failure mode on this lot number. This complaint has been confirmed based on the photos provided. Based on the information provided, root cause appears to be due to an inadequate clotting time prior to centrifuging the tubes( 30 minutes versus 60 minutes required). H3 other text : see h10.

Event description:
The following issues of poor barrier separation was observed and reported using 7 of the 10 bd vacutainer® serum blood collection tubes. The information was provided by the initial reporter. "Found fibirn thread in allmost 7 tubes out of 10 , they have inverted tube for 6 to 8 times, set down for 30 mintues and then centrifuge at 3200 rpm at 10 minutes ,but problem continued."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The following issues of poor barrier separation was observed and reported using 7 of the 10 bd vacutainer® serum blood collection tubes. The information was provided by the initial reporter. "Found fibirn thread in almost 7 tubes out of 10 , they have inverted tube for 6 to 8 times, set down for 30 minutes and then centrifuge at 3200 rpm at 10 minutes ,but problem continued."